Manufacturer narrative:
The attached user facility report #(B)(4) was received from the intermacs registry. The pt continues on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the manufactures investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The manufacturer received an intermacs report which stated that the pt had a pump pocket infection. The vad coordinator reported that the pt received a 6 week course of intravenous (IV) antibiotics. The pt has been retained on proper sterile techniques and will remain on long term antibiotics.